Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
Patient ingested a tab of corega [accidental device ingestion]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a female patient who received denture cleanser (corega tabs) tablet (batch number unknown, expiry date unknown) for denture wearer. On an unknown date, the patient started corega tabs. On an unknown date, an unknown time after starting corega tabs, the patient experienced accidental device ingestion (serious criteria gsk medically significant). The action taken with corega tabs was unknown. On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to corega tabs. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: this case was reported by a consumer via call center representative via phone on (B)(6) 2020. The consumer stated, "patient's mother ingested a tab of corega. What can happen. She ingested it approximately 2 hours ago. She was ok, nothing happened. But I did not what would happen after. Reporter consented to follow-up. No . Consumer treated by an hcp was none. No further information provided.